Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia as well as bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room by ambulance with hyperglycemia. Her blood glucose levels reached 21.3 mmol/l (383.4 mg/dl) while wearing the pod longer than 72 hours. When removed from the infusion site (arm), the pod's cannula was found bent. In addition, the patient experienced dehydration. She did not remove the device and seek medical attention until it expired. As treatment, the patient was injected with insulin and given insulin and fluids by IV for 12 hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.